Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit, pain at the insertion site, and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had to visit the emergency room because the way the pump was inserted caused her severe pain, noticed at insertion and during wear. No diagnosis was given, but she was advised to not wear the pod on her abdomen anymore. The patient had a cat scan and x-rays, nothing was found. No medications were provided. The patient had high blood glucose of over 500 mg/dl. She was treated with saline.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects that would cause high bg (blood glucose) levels or pain during insertion. The formed needle and soft cannula were observed and no abnormalities were found.